Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a connection issue was noted when it comes to this pacemaker and lead. The patient underwent a procedure and the connection was re-established. No additional adverse patient effects were reported.